Manufacturer narrative:
No system checkout was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system booted up into standalone mode and needed calibration. There was no patient present when this issue was identified. An update was provided that a manufacturer representative contacted the site and confirmed that the system needed a motion calibration. Motion calibration was complete on the phone and the system was operational.